Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient was scheduled for a lead revision; however, the reason was unknown. It was recently discovered that the patient was scheduled for a pocket revision due to nerve discomfort. The physician successfully revised the pocket site. The patient is reportedly doing well.